Event description:
Patient's representative reported "capsular fibrosis", "steadily worsening pain and a significantly increased sensitivity to pressure", "diagnosis of severe capsular fibrosis", "significant pain for years due to severe capsular fibrosis", "noticeably increased sensitivity to pressure", and "severe breast deformity with capsular fibrosis grade IV". Additionally reported were "depressive stress disorders, anxiety disorders regarding the significantly increased risk of cancer, as well as a disturbed self-image and reduced self-esteem due to the scars caused by the revision surgeries", "severe psychological stress as a result of the use of carcinogenic implants" which have been deemed not related to the device. This record is for the left side. The device was explanted. It is unknown if the device will be returned.

Manufacturer narrative:
Clarification to b3: partial date of 2022 provided. Clarification to d6a: partial date of 1993 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.